Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading in accurately high compared to his secondary meter the onetouch ultramini meter. The (B)(4) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests his blood glucose five times a day and manages his diabetes with regular insulin (based on his blood glucose result) and 14 units of lantus in the evening. The patient alleged that on (B)(6) 2011 (time not known) he obtained blood glucose results of "125mg/dl" with the subject meter and "53mg/dl" with his secondary meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Before the alleged meter issue occurred (time not known) the patient confirmed he was experiencing a symptom of shaking; however, the patient does not recall what his previous blood glucose result was before his symptoms began nor does the patient recall what action he took in response to the previous reading. Following the alleged inaccurate high issue, the patient denied receiving any form of medical intervention/treatment. During troubleshooting, the customer service representative confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to the serious injury. The patient's symptom started before the reported issue first occurred. There is also no evidence the patient received any form of medical intervention/treatment after the alleged issue occurred.

Manufacturer narrative:
The meter has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.the 510(k) # is k073231.